Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md inserted a sheath. Iab was prepped & was to be inserted emergently; however, the membrane prematurely unwrapped, & md couldn't advance iab through sheath. As a result, the sheath with the iab inside was removed from patient. Md requested another brand iab & pump to complete the procedure. There were no reported patient complications.